Event description:
It was reported that the patient experienced post-surgery infection for staph.epidermis. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This product is manufactured by zimmer biomet (B)(4) and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet (B)(4) manufactures a similar device that is cleared or distributed in the united states. The device will not be returned for analysis as it remains implanted; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Zimmer biomet¿s reference number of this file is (B)(4). The following reports are associated with this event. 0009613350-2021-00630, 0009613350-2021-00631, 0009613350-2021-00632.

Event description:
Investigation results are now available.

Manufacturer narrative:
Investigation results were made available. 1. Event description: it was reported that the patient underwent revision procedure of the shoulder on (B)(6) 2021. The intraoperative tissue sample was positive for staph. Epidermis; therefore an IV with antibiotics (teicoplanin) was started on (B)(6) 2021. Patient was discharged on (B)(6) 2021 and readmitted on (B)(6) 2021 because he felt clammy and unwell. Antibiotic was changed to claptomycin orally. The patient was discharged again on (B)(6) 2021 and stopped the antibiotics on (B)(6) 2021 after getting his blood checked on (B)(6) 2021, which revealed normal blood findings. Harm: s3 - infection, moderate localized hazardous situation: patient¿s anatomy is exposed to agents/substances of unknown origin. 2. Review of received data: - no medical data was provided due to privacy policy. - due diligence: no further due diligence required as all required information to support the conclusion is available or was already requested. 3. Product evaluation: - all products remain implanted. 4. Review of product documentation: - device purpose: all involved devices are intended for treatment. - product compatibility: the product compatibility of the known products was checked on www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer biomet. However, since the humeral stem is unknown, the compatibility of the overall system could not be verified. - DHR review: review of the device history records identified no relevant deviations or anomalies during manufacturing of the known products. - sterilization certificate: the gamma sterilization specification of the known devices certifies the suitability of sterilization. The sterilization certificates of the known devices have been reviewed and were found to be according to specifications. The sterilization certificate of the humeral stem could not be verified due to the missing product identification. 5. Conclusion: it was reported that the patient underwent revision procedure of the shoulder on (B)(6) 2021. The intraoperative tissue sample was positive for staph. Epidermis; therefore an IV with antibiotics (teicoplanin) was started on (B)(6) 2021. Patient was discharged on (B)(6) 2021 and readmitted on (B)(6) 2021 because he felt clammy and unwell. Antibiotic was changed to claptomycin orally. The patient was discharged again on (B)(6) 2021 and stopped the antibiotics on (B)(6) 2021 after getting his blood checked on (B)(6) 2021, which revealed normal blood findings. Since the humeral stem is not known, the manufacturing records and sterilization certificates of the stem could not be verified. The manufacturing records and sterilization certificates of all other products were reviewed and were in accordance with the predefined specifications. Therefore, the investigation did not identify a nonconformance or a complaint out of box (coob). The intraoperative tissue sample, which was found positive for staph. Epidermis was collected during the revision surgery performed on (B)(6) 2021. Therefore, it is possible that the infection was already present before the procedure. However, since no medical records such as surgical reports and laboratory records were provided, a detailed investigation could not be performed. Based on the review of the manufacturing and sterilization records of the known products, there is no indication of a product issue that may have affected the implant safety or effectiveness; therefore the reported products are not considered the source or contributing factor to the reported infection. The cause of infection remains unknown. The need for corrective measures is not indicated and zimmer switzerland manufacturing gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4) . The following reports are associated with this event 0009613350-2021-00631-1, 0009613350-2021-00632-1, 0009613350-2021-00630-1.